Event description:
It was reported the catheter had a handle leak.

Manufacturer narrative:
We are awaiting device return. When our evaluation has been completed a follow up report will be submitted. (B)(4).